Manufacturer narrative:
(B)(4). Approximate age of device: 3.5 months. The explanted device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that the patient was readmitted on (B)(6) 2016 with hematuria, a lactate dehydrogenase (ldh) level of 1631 u/l, and worsening heart failure. The patient was started on a heparin infusion. On (B)(6) 2016, the ldh peaked at 2052 u/l and the plasma free hemoglobin was 121.2 mg/dl. The patient underwent a pump exchange on (B)(6) 2016. It was reported that thrombus was observed by the surgeon at the time of the exchange. The patient was subsequently discharged home on (B)(6) 2016 in stable condition.

Manufacturer narrative:
The evaluation of the returned pump confirmed the presence of deposition in the device which may have contributed to the reported hemolysis symptoms. A flat tissue-like deposition was present in the blood tube and a tissue-like deposition was present surrounding the pump¿s outlet bearing ball. The depositions appeared to have been altered by the application of a fixative agent and were hard, lightly adhered to the blood contacting surfaces, and showed some darker areas of potential denaturing. The original characteristics of the depositions could not be conclusively determined. There were no contact marks noted on the outlet portion of the rotor. Although the depositions did not appear to have originated in these locations, their specific origin and a duration in which they were present in the pump could not be determined. The observed depositions would have potentially contributed to the reported hemolysis symptoms. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump operated as intended. The instructions for use lists thrombus and hemolysis as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.